Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated they placed temperature sensing foley catheter after patient arrived in operating room[redacted]. Patient was awake and could not be given relaxing medication due to health concerns, foley was place with assistance of scrub tech, to help hold patient's legs. Foley placed and balloon filled with 10 ml saline urine return noted and tested that foley was secure. Patient after 10 minutes stated needed to urinate, told patient foley in place and to go as needed. Patient stated felt was peeing on self. Checked foley area and noted urine on bed. Re-checked foley placement seemed secure, rechecked balloon content by withdrawing saline and noted only 5 ml present. Foley removed and patient re-prepped and new foley placed, and balloon filled with 10 ml saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated they placed temperature sensing foley catheter after patient arrived in operating room[redacted]. Patient was awake and could not be given relaxing medication due to health concerns, foley was place with assistance of scrub tech, to help hold patient's legs. Foley placed and balloon filled with 10 ml saline urine return noted and tested that foley was secure. Patient after 10 minutes stated needed to urinate, told patient foley in place and to go as needed. Patient stated felt was peeing on self. Checked foley area and noted urine on bed. Re-checked foley placement seemed secure, rechecked balloon content by withdrawing saline and noted only 5 ml present. Foley removed and patient re-prepped and new foley placed, and balloon filled with 10 ml saline.